Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 165 and 283 mg/dl with a difference of 47%. Tests were done within 10 minutes. Patient used two hands for testing. Patient did not experience any adverse events. No further information has been reported.